Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain, failed back surgery syndrome and spinal pain. It was reported that their therapy was going on and off by itself and their change in therapy was related to a positional movement. They also felt like the ins had moved. They were feeling a wire or something on top of the battery. They went to charge the ins last night and they thought the ins had maybe moved some more but maybe it was their mind playing tricks on them. They were not using the device because if they moved a certain way it felt like a jolt or sudden shock; they turned the ins off. Since they turned the device off they were in so much pain because they can't use the device. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported that the rep was unaware of the ca use of the battery going on and off, or shocking with positional movement.patient met with the manufacturing representative (rep). Patient was last seen by managing physician on (B)(6) 2018. No complaints or concerns about stimulation were verbalized by the patient. The patient informed the implanting physician office that all issues and therapy concerns had been resolved. The information has been confirmed by the managing physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.